Manufacturer narrative:
While attempting to unscrew the handle of the returned sample, the arm broke at the swage and the links fell from the cable. The cable had completely disconnected from the swage. There were additional welding marks on the underside of the quick connect that did not look like original welding marks from manufacture. The swage was also extremely rusty. Due to the appearance of wear on the device, and additional weld marks on the quick connect, it is likely that the damage to the swage was due to wear and tear from use and reprocessing of the device, or the manipulation of the weld between the quick connect and the swage. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the hercules arm locked into position. This complaint was originally deemed not reportable; however, upon receipt of the sample on 6/28/2016, this event has been considered reportable. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.